Event description:
On (B)(6) 2012, the patient contacted animas and stated two weeks ago, the up arrow, down arrow and ok keypad buttons required multiple button presses and more force in order to elicit a response. The patient reportedly noticed that the keypad was peeling and detached from the bottom a week ago and now the keypad is completely detached from the pump. There was no reported patient impact associated with this complaint. This complaint is being reported as the reported tactile change with the keypad buttons occurred prior to damage keypad issue. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 07/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2012 with the following findings: the keypad cover was found to be detached from the pump. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the contrast button contact was found to be missing. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.